Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a decrease in p wave amplitude, an fluctuating thresholds, a spike in impedance and possible undersensing. It was also reported that the right ventricular (rv) lead exhibited a decrease r waves, decrease in lead impedances, an increase in thresholds, with possible undersensing. It was reported that both the ra and rv leads had pulled back, dislodged and migrated into the superior vena cava (svc). The leads were explanted and replaced. No patient complications have been reported as a result of this event.